Event description:
A surgeon reported that during surgery poor cutting of the probe occurred and it intermittently moved and "acted up". The problem was solved after replacing the product with another one. No further information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The investigation is in progress. A sample is expected, but has not yet been received for evaluation. (B)(4).